Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of sys error 105 through observation of the alarm at device power-up, but could not reproduce it during eval. Eval determined the cause to be a failed motor w/severe motor mount screws. The motor assembly, including the screws, was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a sys error 105 alarm. It was also reported that there was no pt injury.